Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corners.

Event description:
Customer called to report that he received motor error and button error alarms. Customer stated that the same issue has happen within the last 90 days, but was able to clear the alarms. Customer stated that he is not wearing the sensor for over a month because it was giving incorrect readings and calibration error. Advised caller that the insulin pump will need to be replaced, to discontinue use of it and revert to backup plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).